Manufacturer narrative:
Additional information was received that one day post valve implant left bundle branch block (lbbb) was noted. Subsequently the patient developed complete heart block and required a permanent pacemaker implant. No other adverse patient effects were reported. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, complete heart block (chb) was noted. A permanent pacemaker was implanted 2 days post implant of the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The notify date on the initial medwatch was incorrectly reported to be (B)(6) 2015. The correct notify date is (B)(6) 2015.

Manufacturer narrative:
Additional information was received that 36 days post implant, the electrocardiogram (ECG) showed ventricular tachycardia at pacemaker interrogation. The pacemaker was upgraded to a dual chamber implantable cardioverter defibrillator (ICD). No further adverse patient effects were reported. (B)(4).

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4)